Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws locked and could not be opened by the handle.

Manufacturer narrative:
Covidien reference #: (B)(4). One used ls1037 device was received for evaluation. Visual inspection found the handle had a large crack, and within the crack glue had been applied. The crack prevented the device from latching and unlatching correctly. The type of damage observed has not been noted from the manufacturing process, and likely occurred from dropping the device or other improper use by the customer. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint. The investigation identified the root cause of the issue to be improper handling by the user. The IFU for this product cautions users to inspect the instrument and cords for breaks, cracks, and other damage before use. It also states that if damaged, do not use the device.